Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and although the phenomenon was not reproduced, there was damage on the front panel mouth and heavy scratches on top cover with metal exposed. In addition, wear inside the scope socket etc. Were confirmed. It is likely the phenomenon occurred due to effects by these defects. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the following: the front panel mouth was damaged and there were heavy scratches on the top cover with metal exposed, a worn out socket slider switch that caused intermittent use of the high intensity mode and corrosion inside scope socket tubing, the olympus lamp life meter read over 500+hours - the lamp life was expired as well as the lamp having a burnt mark, and there was corrosion inside air pump tubing. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii xenon light source showed error b30. The reported issue was found before the procedure and the device was not used to complete the procedure. There was no report of delay or patient harm associated with the event.